Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA (B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was ejected out from the injector. One haptic was deformed, and the other haptic was detached. Doctor mentioned he felt heavy resistance during insertion and the iol was released upside down. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
The doctor, who has used py model over 10 years, conducted the injector setting as directed. The leading haptic was released in back to front and the trailing haptic peeled at the root. He removed the iol from the eye with 7mm of incision. He was concerned about the iris touched in removing of the iol, but confirmed no influence had on the iris the day after the exam. Patient impact: increased incision size.